Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient's daughter reported that since the patient was implanted on (B)(6) 2023, the patient has had limited success with the therapy. The caller stated the health care provider (hcp) and medtronic representative (rep)  had explained the 7 standard programs to the patient and caller and that they set the patient on program 4, at 0.9 ma because it was the program where the patient got the best response at the lowest stimulation level. The caller stated they'd increased the stimulation several times and that the patient would feel a little bit of a difference in their symptoms at first but the therapy relief hasn't been consistent. The patient was currently at 2.8 ma and the patient's incontinence was "pretty much back to what it was before the implant". The patient stated they hadn't been feeling the stimulation and they were miserable because they had no bladder control. The caller stated when they talked to the patient's managing health care provider (hcp) at implant, the hcp told them they were "good to go," and didn't schedule another appointment for the patient. The caller stated the hcp would direct the patient to the manufacturer when they brought up their therapy concerns. Patient services reviewed the role of patient services and the rep with the caller as well as therapy expectations and device description/function. Programming and device longevity considerations were also discussed. The caller stated they would switch the patient to a new program and monitor how the patient's symptoms responded. They stated that if after trying the patient's programs the patient wasn't finding relief, they'd contact the hcp to request an appointment with a rep to discuss the patient's therapy concerns, battery longevity considerations and to potentially add additional programs.